Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "patient who had a gamma4 125° trochanteric nail 9mm inserted on (B)(6) 2025. Patient presented with discomfort on (B)(6) 2026. Fracture was observed at the lag screw insertion site of the nail. Replacement with a long nail is planned."